Manufacturer narrative:
An abbott field service engineer (fse) was dispatched due to the customer reporting falsely decreased calcium, carbon dioxide (bicarbonate), chloride, and potassium results on the architect c4000, serial number (B)(6). Through an extensive investigation, the fse found the ict cup was dirty and debris around the electrodes. The fse cleaned the ict cup and electrodes, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant calcium (ca), bicarbonate (co2), chloride (cl), and potassium (k) results for several patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range for ca is 9.2-10.5 mg/dl; co2 is 20-28 meq/l; cl is 98-107 mmol/l; and k is 3.5-5.1 mmol/l): initial calcium result was 4.4, repeat was 8.9, repeated on another analyzer was 9.0 mg/dl sample ID (B)(6) initial co2 result was 44, repeats were 18 and 17, repeated on another analyzer was 17 meq/l. Sample ID (B)(6) initial cl result was 56, repeat was 107 sample ID (B)(6) initial k result was 1.4, repeat was 3.8 sample ID (B)(6) initial k result was 1.7, repeat was 4.7. There was no impact to patient management reported.